Event description:
It was reported that on (B)(6) 2012, a patient was implanted with a quarter tubular construct. Reportedly, the implanted device broke on an unknown date resulting in a non union. Device was explanted on (B)(6) 2013 and a new device was implanted the same day. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number initially documented as 5118245. Upon initial DHR completion lot number was found to be invalid. Lot number 6118245 was reported and was a valid lot number for this part. DHR completed for valid lot number. The investigation could not be completed; no conclusion could be drawn, as no product was received.